Event description:
On 01/04/2000, the distributor's marketing manager informed the manufacturer's representative of the following: on 01/04/2000, the facility's o.r. Nurse stated that the physician explanted the device because the oncologist said that the device was not working properly. The device was removed and only a small portion of the device catheter was attached. The pt was x-rayed to determine location of the remainder of the catheter. The catheter was found on a vessel. Everything was removed. Catalog/lot number of the device was unknown. The distributor's marketing manager stated that this facility usually purchases lps7513, but was uncertain of the product number of the device in question. No further details were provided at this time.